Manufacturer narrative:
(B)(4) - use after damage. The device is expected to be returned for investigation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). An analysis of the returned device did confirm the reported device issue. Based on the investigation, no product deficiency was identified. A review of the lot history record for the reported lot revealed no non-conformances, indicating all lot release testing met acceptance criteria. A query of the complaint-handling database indicated there are no similar incidents reported from this lot. Based on the investigation there is no product lot quality deficiency. Reportedly, the device continued to be used in its potentially damaged state. The proglide instructions for use states: do no use the perclose proglide device or accessories if the packaging or sterile barrier has been previously opened or damaged or if the components appear to be damaged or defective.

Event description:
It was reported that an arteriotomy closure of the mildly calcified right common femoral artery was attempted using a proglide device after a heart graft stenting procedure. Reportedly, it was observed during the arteriotomy closure, the marker lumen was sticking out at a 90 degree angle instead of a 45 degree angle. The physician chose to continue with the closing procedure using the proglide device. It was noted that blood was coming out of the area of the quick cutter. The vessel was re-wired and the proglide device was removed. Once the device was removed it was noted that the marker lumen was loose. Hemostasis was achieved using a second proglide device. A 5fr sheath was used. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician was reported to be trained in the use of the proglide device. No additional information was provided.